Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 04:15¿04:30pm, the patient visited a doctor¿s office due to a skin reaction on the left arm that had began on (B)(6) 2026 and on the right arm that began on (B)(6) 2026. Both reactions in the sensor area extended to the patch perimeter. The patient reported that the affected area was swollen to about the size of a golf ball and was associated with redness, swelling, pain, and a burning and stinging sensation. Prior to visit, no treatment was done. During the consultation, the patient received a shot in the hip, which she could not recall by name but was certain was antibiotic, and was prescribed doxycycline hyclate 100 mg to be taken orally twice daily. As reported by the patient, the skin reaction remained the same. She was recommended to return on (B)(6) 2026 and was informed if it did not pop on its own, the doctor would cut it open and drain it if necessary. The patient returned on (B)(6) 2026 for follow up, skin reaction was lanced to allow it to drain. No new prescribed medication, she was doing better and the site had already improved. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).